Manufacturer narrative:
The single-use device was received for evaluation. Visual inspection noted no evidence of leaks. Functional leak testing was performed by filling the bladder with water. During and after filling, no evidence of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor was damaged, leading to a leak. This occurred after the device was filled with solution. There was no patient involvement. No additional information is available.